Event description:
It was reported that the lead exhibited intermittent loss of ventricular capture and occasional crosstalk. Ventricular impedance decreased from approximately 300 ohms to less than 200 ohms.

Manufacturer narrative:
Na